Manufacturer narrative:
The insulin pump had a blank display due to corroded battery tube and battery cap contact. No damage was noted on the battery tube spring. The insulin pump was received with cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the spring in the battery compartment of the insulin pump was damaged. The customer's blood glucose was 256 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.